Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication. This was observed during patient infusion of calcium gluconate at 50ml/hr for a volume to be infused (vtbi) of 50ml. The pump did not deliver the correct dose (pump showed 38cc) and 10cc were left in the primary tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/11/2025 (and not 2/19/2025 which was listed in the original report). Additional information: h6, h11. H11: a review of the event history log identified an infusion as described on the event date provided. The pump ran for approximately 39 minutes and 53 seconds and then stopped. The pump was stopped once within this time and then started again. At 50ml/hr the pump should have delivered 39ml. Therefore it appears the device did not run for the full hour. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.